Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 3288.8 mcg/day) via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. It was reported that the patient had been in the ICU (intensive care unit) for a while due to medical issues not related to his infusion system and he had been getting his pump refilled in the hospital. The pump was now empty and needed to be refilled. Upon removing the medication from the pump, there was 8.5 ml of drug in the reservoir. Per the reporter, there was a precedent for this type of volume discrepancy for the patient, but she did not have the specifics. The patient¿s pump managing physician¿s assistant was contacted and it was believed that the next likely step would be catheter diagnostics by cap (catheter access port) aspiration. Per the reporter, this was probably a situation where there could have been an issue for some time due the high dose per day, but that was unclear. It was noted that the patient was still somewhat contracted, but they were not concerned about withdrawal at this point.